Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old female patient underwent a breast surgery with an unspecified mentor gel breast implant. Post-operatively, the patient experienced a rupture of her left prosthesis, which was confirmed via magnetic resonance imaging. As a result, the patient is scheduled for removal surgery on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On september 11, 2023, mentor received additional information. The patient experienced capsular contacture of an unspecified baker grade in the left breast. The patient's prosthesis was replaced with a 190cc mentor memorygel breast implant. Mentor became aware that the patient experienced dissatisfaction with her right breast. As such, a new file was generated to document the patient's right prosthesis. Refer to manufacturing report number 1645337-2023-11521 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 05, 2023, mentor received the device for evaluation. Mentor identified the device as a 275cc mentor memorygel breast implant. Lot: 6856284, catalog: 3507275mc, expiration date: 8/20/2019, UDI: (B)(4), device manufacture date: 8/21/2014. A manufacturing record evaluation (mre) was performed for the new lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On september 06, 2023, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).